Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was taken to a first hospital for elevated blood glucose results; the blood glucose values and treatment obtained at this first hospital were not provided. After an unknown amount of time, the patient was then transferred to a second hospital. The patient was placed back on his infusion device at the 2nd hospital, and after 12 hours his blood glucose level was over 1000 mg/dl. The patient was then taken off of the infusion device. The patient was diagnosed with diabetic ketoacidosis, and was treated with an insulin infusion. The patient was hospitalized for 14 days. The infusion device was requested to be returned for product evaluation.